Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and pump error 53 due to software error. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer reports they received the open book image on the insulin pump screen. Customer stated that there was a low battery alert but they were not able to change battery immediately. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.